Manufacturer narrative:
(B)(4). The catalog number provided is the us list number for the 15fr abbvie peg and the number in the unique identifier field is the 20fr abbvie peg. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Abbvie commercially has available two sizes of peg tubing in the united states, 15fr or 20fr. The catalog number in is list number 062910-001 - 15fr abbvie peg and the unique identifier field number is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Buried bumper syndrome is a known complication of a peg tube placement, is associated with daily tube care, and is not an indication of device malfunction. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (carbidopa and levodopa enteral suspension). Review of the abbvie peg and j design and use fmeas identified that excessive tension between the internal and external bumpers could potentially contribute to buried bumper syndrome. The abbvie peg instructions for use (IFU) indicate the following: stoma and tube care. Once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). Then pull the abbvie peg tube gently until resistance is felt, place the fixation plate back and fix in position with 0.5-1cm of room. The abbvie peg and j risk management report documents buried bumper syndrome as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, occurrences are attributed to not adhering to daily care procedures, and the benefits of the duopa system outweigh the risks of buried bumper syndrome. The report also cites a literature reference indicating typical buried bumper syndrome rates. ¿buried bumper syndrome (internal gastric bumper eroded into or through the gastric wall) occurs in 0.3% to 2.4% of patients with gastrostomy.¿(1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the (B)(6). Gastroenterology. 2011;141(2):742-65. Additionally, abbvie reviewed historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient's wife reported that on (B)(6) 2016 the patient had outpatient surgery to replace the j tube. On (B)(6) 2016, the scheduler at the gi clinic reported that physician looked at the tube externally and then did an endoscopy. Through the endoscopy procedure, the physician noticed that the patient had buried bumper syndrome. He replaced both the peg and j tubes on (B)(6) 2016. The replacement was done through endoscopy. The patient did not have another stoma created for the pegj tube replacement.

Manufacturer narrative:
(B)(4). Subsequent to the submission of the initial medwatch report, additional information was received on 02/15/2016 indicating that the device manufacturer is boston scientific. The manufacturer was made aware of the event.